Event description:
The nurse reported the footswitch was not connecting to the system. The system was switched out to complete the case. There was a 10 minute delay. The surgeon cancelled the remaining two cases. There was no patient injury.

Manufacturer narrative:
The facility did not request service for the system. The facility ordered a new footswitch and returned the replaced footswitch for in-house testing. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).